Manufacturer narrative:
A steris service technician arrived onsite following the event to inspect the steris hv1000 video switch and was unable to duplicate the reported event. The technician proactively rebooted the unit, tested the unit, confirmed it to be operating according to specification, and returned the unit to service. No additional issues have been reported. UDI related data clarification - this exact catalog number is considered a medical device data system (mdds), therefore, the UDI is not in gudid.

Event description:
The user facility reported that images were flickering on the monitor connected to the steris hv1000 video switch. No report of injury or procedure delay. The procedure was completed successfully utilizing the same device.

Manufacturer narrative:
The user facility provided four serial numbers that were associated with the complaint (B)(6). UDI related data clarification, this integration system qualifies as a medical device data system (mdds) and therefore UDI is not applicable.